Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. During 2/3rd deployment, the valve was deflected to the center of the annulus due to strong native valve calcifications of the non-coronary cusp (ncc) and left coronary cusp (lcc). Echocardiogram indicated "no flow" inside the valve. The cause of the lack of blood flow was not known, but it was suspected that the tip of the valve had not fully expanded, rendering the valvenot functional. There was concern that the valve apex may not have been functioning properly. The valve was withdrawn from the patient. A replacement valve was successfully implanted slightly deeper and flow inside the valve was observed on echocardiogram. Following implant of the valve, echocardiogram indicated that the lower end of the first valve measured 17 mm and the second valve measured 19 mm. It was reported that there were no issues loading. No additional adverse patient effects were reported. Additional information was received that one day following the implant of this transcatheter bioprosthetic valve, right paralysis was noted. Subsequently, a diagnosis of cerebral infarction was made via magnetic resonance imaging and neurological sequelae remained. One month later, the patient was reported to not recovered. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's cerebral infarction. No additional adverse patient effects were reported. Additional information was received from patient family via telephone that one month and twelve days post-implant, the patient was in poor health and died after being transferred from the hospital. Details unknown. The cause of death was unknown. Per the physician, the valve and the valve implant procedure contributing factors to the patient's death were unknown. No further information was provided.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex inside a heart valve return kit, in its original container jar submerged in clear solution. The valve was discolored showing evidence of blood contact. All leaflets were pliable with signs of moderate creasing. As received, leaflets 1 (l1) and 3 (l3) were in a closed position while leaflet 2 (l2) was open towards the frame wall. All commissures appeared intact. The valve was submerged in warm saline to reset the frame. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was then fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Continuation of d10: product ID d-evprop2329us, product lot/serial number (B)(6), implant date na, explant date na. Product ID evproplus-26us, product lot/serial number (B)(6), implant date (B)(6) 2022, explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.